Event description:
It was reported that the patient with this spectra penile prosthesis (spp) experienced pain in the perineum, which led to a surgical intervention. During surgery, the entire spp was removed and replaced with an inflatable penile prosthesis. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. The reported patient symptom of pain is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this spectra penile prosthesis (spp) experienced pain in the perineum, which led to a surgical intervention. During surgery, the entire spp was removed and replaced with an inflatable penile prosthesis. No additional patient complications were reported.